Event description:
A pt incident that occurred during an outpt interventional colonoscopy (an endoscopic examination of the colon [large intestine]) utilizing electrocautery (an instrument with a wire tip that is heated to incandescence by electric current; utilized to destroy tissue and/or to control bleeding), in 2004. The report indicated the pt incident was not known until the adult pt returned to the endoscopy unit to report a burn on their thigh the day following their colonoscopy. The report also indicated a hosp internal investigation was in process. An on-site hosp investigation determined that once this pt incident was identified, appropriate pt treatment was provided, all available electrocautery equipment utilized during the pt's procedure was sequestered, the mfrs of the equipment were notified, reports of suspect medical devices were sent to medwatch, and a hosp internal investigation was initiated. The hosp internal investigation identified the electrocautery grounding pad cord as the probable cause of the pt's burn injury and appropriate immediate interventions were taken.